Manufacturer narrative:
(B)(6). The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. Upon inspection of the device, the teflon pad (tissue pad) was found to be worn and partly peeled off. There was a contact mark with the non-insulated part on the probe. There was a contact mark with the probe on the non-insulated part. When checked, the probe had no abnormality. When the grip was closed and the seal mode was output, no seal short circuit abnormality occurred. Since the tissue pad will wear out when the device is activated in seal and cut mode, the test is carried out in seal mode. Based on the device evaluation, a likely mechanism causing the reported event can be the following: the grasping section was closed without grasping anything while the output was activated in seal and cut mode. (This includes after tissue resection). This might have caused the tissue pad to wear out and peeled off partially. Since the tissue pad peeled off, the non-insulated area came into contact with the distal end of the probe. Also, this caused a contact mark. A force to activate the output in seal and cut mode, or a force to grasp tissue might have been applied to the probe causing an error. The instructions for use includes the following statements that warn against the issue: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic colectomy procedure the teflon pad of the device was peeled off. An unknown error message had been received prior to the peeling of the teflon pad. There was another device that had failed with unspecified damage during this event. The procedure was completed with a third new device. There is no harm or adverse impact to the patient.

Event description:
Device was inspected prior to use. It is unknown if anomalies are noted. The event occurred in the middle of a procedure.

Manufacturer narrative:
This medwatch is being submitted to update b5. Please see b5 for further information.